Manufacturer narrative:
Initial and final MDR (B)(4). Device 4 of 4. E1: patient city: (B)(6). Patient country: turkey.

Event description:
Reference number (B)(4). Event occurred in turkey. It was reported that the patient faced four infusion set bent cannula event on (B)(6) 2025 which led to emergency room (ER) visit due to high blood glucose for two hours. The blood glucose level was 400 mg/dl and was feeling unwell. The patient was treated with insulin injection. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-16740. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008841, in question was manufactured at the: reynosa site. Threshold analysis: a query was run on 20-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6008841". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6008841 was manufactured according to the work instruction (wi) version 81and manufactured in the multivac 12 on 30-aug-2024, with a total of (B)(4) units. Review of the DHR showed that a non-conformance (nc) was opened during sterilization process. Loads at precondition phase overpassed the maximum time required. The sub-assembly: the lot 4h03034 was assembled according to the work instruction (wi) version 27 and manufactured on 30-aug-2024, with a total of (B)(4) units. The lot 4h03035 was assembled according to the work instruction (wi) version 65 and manufactured on 13-sep-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, no photo or physical sample was provided, therefore, the reference samples from the lot have been requested, however, the reference samples for the lot # 6008841 have already been previously tested in the complaint (B)(4) on 15/jul/2025. Investigation process of the complaint was carried out in accordance with: work instruction (wi) guidance for visual testing for complaints area version 3: 10 samples out 10 samples passed the test and work instruction (wi) guidance for functional testing for complaints area version 2: 10 samples out 10 samples passed the test for the code soft cannula found bent upon removal from infusion site. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on test of reference samples., no non-conformance (nc) raised during production related to complaint code, no thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.